Event description:
It was reported that the patient was experiencing pain at the ipg site and ineffective therapy due to s1 leads migrated. As a result, the patient underwent surgical intervention on (B)(6) 2024 during which the ipg was repositioned in the same pocket and the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.